Event description:
The hospital reported that during a coronary artery bypass graft surgery, the tension spring separated from the seal during use. A second device was used and the heartstring seal cracked while loading the seal into the delivery tube. A replacement device was used to complete the procedure. No pt complications were reported by the hospital. This report is for the second seal. (B)(6).

Manufacturer narrative:
Investigation results: visual inspection showed that the seal was folded inside the delivery tube and cracked. The foam collar was present on the device and the plunger had not been depressed. The failure that the seal cracked while loading is confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B)(4).